Event description:
It was reported that after original left ventricular assist device (lvad) implant the patient was taken back to the operating room. The patient¿s ventricle was small and the surgeon needed to reposition the inflow cannula for better filling of the pump. The pump operated as expected. The patient was stable at this time. There was nothing wrong with the original apical cuff and it will not be returned as it was disposed off during surgery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d6b: the explant date in the previous report was communicated inadvertently. The pump was not explanted. Manufacturer's investigation conclusion: the inflow cannula alignment issue could not be confirmed as no images were submitted for review and the patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas). The patient remains ongoing on hm3 lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. No further information was provided. The manufacturer is closing the file on this event.